Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that vasoview hemopro 2 didn't work/cauterize.

Manufacturer narrative:
Trackwise#: (B)(4). The product lot/serial # is unknown from the complainant. For lots 3000416011 and 3000416795. There were no ncmrs, rework, or deviations documented for the 2 lot numbers shipped to the account. For lot 3000414038. There was a ncmr , rework, or deviations documented for the lot number shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw # (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 didn't work/cauterize. The beeping sound was not heard when the toggle was pulled back to activate the device. The power was set to 3. The power supply, cords, and adaptor were swapped out. A new device and new cord were used to complete the procedure. There was a delay. There was no patient harm.